Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and trailing haptic was observed to be misfolded. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger has been advanced into the mid-nozzle, the iol is advanced between mid-nozzle and the depth guard. The leading haptic is extended straight. The trailing haptic is misfolded. The product investigation could not identify the root cause for the reported complaint "md reported trailing back haptic". The trailing haptic was observed to be misfolded. Folding issues may occur with the trailing haptic: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The IFU instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, the surgeon noticed that the trailing haptic folded wrong prior to implantation. Additional information has been requested.